Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker operation failure. The device was in use on a patient. There was no report of patient or user harm. To resolve the issue, the customer was asked to cold boot the system and call if the issue was not resolved. No further information was provided at this time. A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reported a speaker operation fault. A good faith effort was made to determine whether the speaker produced sound or not, but no additional information was provided. The device was in use on a patient. There was no report of patient or user harm. The philips remote service engineer (rse) confirmed the event. The rse advised the customer to cold boot the system. The cause of the event was unknown; however the issue was resolved with a cold boot. No further investigation or action is warranted at this time.